Event description:
The stapler misfires every third stapler, it falls out.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
The stapler misfires every third stapler, it falls out.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box lot # 73b2100786 was manufactured on 02/23/2021 a total of (B)(4) pieces. Lot was released on 03/05/2021. DHR investigation did not show issues related to complaint. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.